Manufacturer narrative:
Unable to prime during prime/a33 test due to faulty fsr (gold). Pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Unable to confirm excessive no delivery alarms due to prime anomaly. Pump passed all operating currents tested with in the specifications range and passed off no power test. Pump received with cracked reservoir tube lip and cracked case near display window corners noted. (B)(4).

Event description:
Customer called to report that the insulin pump alarmed motor error. Customer's blood glucose reading was 370 mg/dl. No significant events leading to the alarm were observed. Customer was able to rewind the insulin pump. Customer also received a no delivery alarm during troubleshooting. However, customer declined to troubleshoot for no delivery alarm due to product being replaced. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.